Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Taxus liberte (B)(6) pmss clinical study. It was reported that in-stent restenosis occurred. On (B)(6) 2009, clinical status assessment indicated the patient¿s qualifying condition as stable angina. Subsequently, index procedure was performed. The target lesion was a new lesion with 75% stenosis and a reference vessel diameter of 3.00mm and a length of 42.0 mm in mid left anterior descending (lad). The physician treated the lesion with placement of a 2.50mm x 28mm taxus liberte paclitaxel-eluting coronary stent system. Following post-dilatation, residual stenosis was 0% and timi 3 flow. In addition, a non-target lesion in proximal lad was treated with placement of a 3.0x28 mm non-bsc stent. Four days post procedure, the patient was discharged on aspirin and clopidogrel. On november 2012, the patient¿s coronary angiography revealed coronary restenosis in mid lad. The patient was hospitalized. Then eight days after the physician performed percutaneous coronary intervention (pci) to treat the restenosis. Post procedure, patient¿s status was improved.